Event description:
A clinician reported that they were experiencing a problem with the repeatability of the mimic installation on a siemens linear accelerator. The customer stated it required multiple (about three) attempts to ensure that the micmic was properly aligned when attaching the device. The mimic amount is designed with a feature intended to provide alignment repeatability, when detached and re-attached. A nomos field service engineer visited the site and determined that the drop pins used for repeating the alignment were not engaging properly.no pt injury resulted from the incident.a technical bulletin was sent to customers instructing them on how to determine if they are affected by this issue. Nomos is developing a new pin design that enables a larger margin for engagement of the pin. Replacement pins will be distributed to affected sites.